Event description:
Caller reported unknown cartridge issue on the mobile device. There was no reported impact to the customer¿s blood glucose level. Caller was advised to call back with the pump to confirm the issue, and no further information regarding the customer outcome was received.